Event description:
The customer reported to olympus, no image and a e204 (connection error) occurred on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Cv-190 is connected to a provation computer. The customer had an maj-1918 cable connected from the adapter port on the cv-190 to the cv port on the maj-1916. Customer also had a 55645 digital remote cable connected from the df port on the maj-1916 to an adapter that is connected to the provation pc. Tac instructed the customer to press the menu button on the cv-190 keyboard and go to the advanced menu, system setup menu, peripheral settings menu, and to the peripheral #1 tab. The customer confirmed that the df type was set to option. Customer then told me that the cv-190 image was no longer appearing on the provation software. Tac confirmed that an sdi cable connect ed from the sdi out port on the cv-190 to an enogenie adapter box. The customer reported there was a red light on the enogenie box. The customer connected the sdi cable to a monitor and confirmed the output signal and sdi cable were good. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the image did not appear due to the incorrect selection in the setting. However, a definitive root cause could not be determined. Per the legal manufacturer, the other device defect (error code e402) included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.